Event description:
Philips was notified of an event that had occurred where there was a failure to discharge and a patient death. The customer was unable to state whether this device failure played a role in the outcome.

Manufacturer narrative:
Philips was notified of an event that had occurred where there was a failure to discharge and a patient death. The customer was unable to state whether this device failure played a role in the outcome. The distributor, care mediquip, went on-site and confirmed the failure. Replacing the control and power pcas resolved the problem.